Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who underwent a mechanical thrombectomy procedure on (B)(6) 2023 in which a solitaire platinum (sfr3) stent retriever was used. The patient's pre-procedure mrs was 1 and the nihss was 21. There was no reported device malfunction or intra-operative issue. The day after the procedure, on (B)(6) 2023, hemorrhagic transformation (ph2) of the stroke area was observed. No additional intervention was required. The event was not considered life-threatening. However, the event did require hospitalization/prolonged hospitalization and was noted to have outcome of "recovered/resolved with sequelae" on (B)(6) 2024 though it was noted the event did not result in patient disability. It was noted the event was possibly related to the patient disease under study/index stroke and/or an underlying patient condition. The site assessment concluded the event was not related to the procedure or the devices. However, the medtronic study sponsor assessment concluded the event was possibly related to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ancillary devices: aspiration catheters other - (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the aspiration catheters used lot ¿b1670125.¿

Event description:
Additional information received reported change in previously obtained information and noted that the event did not result in hospitalization/prolonged hospitalization of the patient.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.